Manufacturer narrative:
Trackwise ID # (B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop.

Event description:
The hospital reported that during a coronary artery bypass procedure, hst iii system (3.8mm) would not load properly. The blue wings were sticking when the scrubs were attempting to load them damaging the wire inside and rendering the device unusable. Replacement device opened and procedure continued no harm caused to the patient.

Manufacturer narrative:
Updated sections: d4 updated to reflect lot#, exp date and UDI#. Trackwise#: (B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformances, which could be considered related to the reported event recorded in the lot history.

Event description:
The hospital reported that during a coronary artery bypass procedure, hst iii system (3.8mm) would not load properly. The blue wings were sticking when the scrubs were attempting to load them damaging the wire inside and rendering the device unusable. Replacement device opened and procedure continued no harm caused to the patient.